Event description:
No alarms were annunciated for a life threatening pt event involving their multiview workstation central monitor with telemetry options. The pt was being monitored as a telemetry pt with a known pacemaker. The central monitor was set with pacer detection on counting the pace pulses. The pt was found to have expired.